Event description:
It was reported to philips that the device gave an equipment disabled error message. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(6) submitted as MDR number 3030677-2022-04953. Device investigation is completed; please see updated codes in this report.